Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
The 18l6 image quality in fundamental mode allegedly misses some lesions. Investigation in-process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00117) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during a breast ultrasound, the pathology could not be visualized and was clearly missed with the use of the 18lhd transducer but subsequently seen on the older 14l5 transducer. The study was repeated where the patient was rescanned with the customers' old equipment. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00117) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3) additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; however, it was reported that the transducer settings recommended were not initially used, but when activated, the area in question was visualized as expected. The images submitted from a cell phone were not adequate to see the imaging settings or the transducer used to identify the issue.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the issue of the control panel malfunctioning during use was an isoloated incident, as there is no trend of similar failures for this particular component. This issue can be managed by through the service process.